Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n; unknown head p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. A revision has not occurred at this time, the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
The patient has been scheduled for a revision for unknown reasons at an unknown time. No further information has been made available.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the reported event. Please consider this report void.